Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815 ¿ 2017-0763. It was reported the permanent implant procedure was abandoned on (B)(6)2017 due to the patient experienced pain related to shingles. Reportedly, the leads were removed and the ipg was left unopened as the patient was taken for an MRI.